Event description:
It was reported that during an implant procedure on (B)(6) 2023, a lead kept presenting high impedances. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
Review of details indicates replacement of device occurred during an implantation/revision surgery which resolved the issue. The replacement did not cause a serious injury or additional medical/surgical intervention. There was no confirmed malfunction and there was no consequence to the patient. Decision is not reportable